Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis nurse reported that the patient experienced abdominal discomfort during peritoneal dialysis treatment. The patient¿s treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (4) where 3955ml drained. This drain is 226% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1747ml is 3145ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and the patient¿s liberty select cycler was replaced. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.

Event description:
Additional information was solicited and received. Patient was set up for tidal therapy for drain and fill pain. Patient has constipation. Patient used 4.25% and stat drain stopped at 70% of 2100ml. Patient felt full and dwell was shorted and patient stat drained. Patient used manuals until replacement cycler arrived. Pain was resolved when the patient used a different cycler. There was no change in the patient outcome.

Manufacturer narrative:
The reported symptom code (iipv (dv greater than 200% of fv)) was not confirmed. The reported symptom code (stat drain question) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The ¿go/no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification passed. An internal inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.